Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned devices shows scratches and hazing on the articulating surface of the head and shell which is likely from the metal on metal articulation during course of use (in-vivo). Visual inspection of the returned cup shows bone ingrowth on the porous surface. Quantitative eds analysis of the morse taper of the modular head showed dark discoloration inside the taper. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 15-106052 560510 m2a-38 cup non flared sz 52 mm unknown stem. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02496.

Event description:
It was reported patient was revised approximately 7 years post-implantation due to elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable.